Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The field service engineer replaced a sample probe and adjusted the gear pump. A pressure check was run and a precision test was run with excellent results.

Event description:
The initial reporter complained of questionable ammonia nh3l2 results for 1 patient sample on a cobas 6000 c (501) module analyzer. Sample 1: the initial result was 344 umol/l and the repeat result was 30 umol/l. The result of 344 umol/l was reported outside the laboratory. Sample 2: on (B)(6) 2021 around 4:23 a.m., the initial result was 784 umol/l and the repeat result was 13 umol/l. It was unknown if either result was reported outside the laboratory. The reagent lot number is 50631001 and the expiration date is 31-dec-2021.

Manufacturer narrative:
The calibration, qc data, and alarm trace were requested but not provided. The customer only provided verbally that the qc was acceptable. The customer had further issues and the field service engineer was dispatched on (B)(6)2021. They found a probe was clogged with white plastic. They removed the clog from the probe, rebuilt the vacuum pump and sample syringe, and performed various cleanings. The investigation determined the service actions resolved the issue.